Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the tip. A piece approximately 0.084" x 0.232" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage the complaint regarding an error message was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace instrument generated an error and could not be used. The customer cleaned the instrument with the harmonic clean blade on the harmonic unit, tightened it again, tested it again, but was unusable. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragment fell into the patient and no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.